Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of a continu-flo soln. Set, 3 lueractivated that was connected to a secondary set ((B)(4)) and being used with a sigma spectrum pump. It was reported that the sigma spectrum alarmed upstream occlusion. The connections were tight, the set was inverted and tapped to check for air and the secondary was hung a full hanger's length above the primary. The customer stated that in order for the pump to stop alarming, the nurse had to tape the IV set to the IV pole. There was patient involvement but no patient injury or medical intervention was necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.